Event description:
It was reported by the patient that an alarm trigged and the right ventricular (rv) "lead started to fray". The patient also reported that the vein was occluded; therefore, the upgraded system was implanted on the right side. The lead was capped and replaced approximately eleven days after the system upgrade. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.